Event description:
It was reported that the customer received multiple auto-off alarms. During troubleshooting with tandem technical support, the customer indicated that the auto-off feature was set to five hours. Customer indicated the setting would be changed. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not returned for eval. Should new relevant info become available a supplemental report will be submitted.